Event description:
It was reported that the customer's insulin pump was unexpectedly shutting down. The customer's blood glucose was 478mg/dl at the time of reporting and she had already taken a manual injection of insulin due to "feeling horrible" and having ketones. The customer was advised of the potential causes of a blank display and to disconnect from her insulin pump. The customer's mother stated that the pump had not been exposed to moisture and did not have any physical damage. She also stated that she suspected that insulin had leaked into the battery compartment and there was a black, greasy residue present. The customer and her mother cleaned out the battery compartment and replaced the battery, which resulted in the insulin pump powering back on. They were advised that they would be sent a replacement battery cap, and to monitor the pump's functionality as it may need to be replaced. No equipment is being replaced at this time. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.